Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument had mechanical indentations/burrs. The scissors did not fully close due to the blade damage. The instrument failed a blade cut test as the blades did not cut through their entire length. One blade edge had an indentation between the midpoint of the tip that acts as a mechanical stop for the other blade when closing. It was concluded that the damage to the blade was likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .194 - .074 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself does not constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, it was noted that the jaws on the monopolar curved scissors instrument were crossed over, blocked and would not close. Reportedly, there was no force placed on the instrument as the instrument was only used on prostate tissue. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.